Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Broken weld on the right side in the middle of the undercarriage of the bed frame.